Event description:
Add'l info received from MFR 8/16/2004: a review of the mrr database was conducted. A search of the mrr database revealed no reject activity associated with this complaint. Received 1 used catheter and a retracted barrel without packaging. Test description: visual - defect confirmed, microscopic - defect confirmed. The inspection has revealed a speared through catheter. Spear throughs could occur one of two ways, either the unit was speared by the user during manipulation prior to insertion or spear throughs can occur at zone 5 during the catheter placement operation. Relationship of device to the reported incident: indeterminate. Comment: with the info provided MFR is unable to determine if the cause is the manufacturing process or the user.

Event description:
Attempted IV start - blood flash obtained - attempted to slide catheter off needle and met resistance - pt c/o pain. Needle with catheter attached removed intact. Noted catheter to be split and pulled away from needle.